Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found contaminated and missing a label. The following has been provided by the initial reporter: the problems of this batch of products include leakage caused by deformation of tube cover, contamination caused by unable tightening of lid, no label or double label of culture tube, etc.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found contaminated and missing a label. The following has been provided by the initial reporter: the problems of this batch of products include leakage caused by deformation of tube cover, contamination caused by unable tightening of lid, no label or double label of culture tube, etc.

Manufacturer narrative:
H.6 investigation summary, complaint investigation: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 1034910 was satisfactory and no quality notifications were generated during manufacturing and inspection. Filling, labeling and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that fill volumes were within specifications and the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were within specifications for this batch. The complaint history was reviewed, and one other complaint has been taken on batch 1034910 for cap defects but no other complaints have been taken for labeling or contamination. Retention samples from batch 1034910 (100 tubes) were available for inspection. No cap defects or contamination were observed in 100/100 tubes. All tubes also had one properly affixed label as expected. Five photos were received for investigation: --two photos each show a tube without a label. --two photos each show a tube with what appears to be less than expected media in the tube. --one photo shows a tube from batch 1034910 with less than expected media in the tube. No return samples were received for investigation. It can be followed that photos showing the low fill volumes were due to leaking of the media as described, but no cap defects could be observed in the photos provided. Contamination of the media was not seen in the photos. This complaint can be confirmed for missing tube labels and low fill. This complaint cannot be confirmed for contamination. No complaint trends for labeling or filling were identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for labeling, low fill and contamination. Risk management file review assessed the potential risk for the defects as severity s1 per baltrmterminalgpaph, rev 02, ID 18.0 for contamination, ID 18.1 for fill volume and ID 4.2 for missing label.